Manufacturer narrative:
The manufacturer's field service engineer duplicated the reported problem. The manufacturer's field service engineer replaced the graphical user interface (gui), 10.4" color, 2nd gen, to resolve the issue. No patient information received.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the keypad is not functioning. No patient harm reported